Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported upper retainer digging into their gums, causing pain and bleeding. The edge of the retainer is cutting into their gum. Provided fit tips, try warm water tip and smooth down any rough edges. Requested follow up and photos.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.